Event description:
Boston scientific received information that this right atrial lead was found to have dislodged during post operative discharge. The lead was repositioned later the same day. One day post implant it was noted that this lead had dislodged once again. The physician was not planning to reposition the lead due to the patient status. An inquiry was made to determine the impact of performing MRI scanning in the near future with the device programmed to vii. Technical services discussed possible indications when it come to the dislodged atrial lead and also noted that a dislodged lead is compromised system integrity and not optimal regardless of whether or not the patient is undergoing an MRI. Technical services understood the condition of the patient when it come to performing a revision and noted that if an MRI is needed this would be up to the physician discretion. No adverse patient effects were reported. The device was reprogrammed to vvi and no repositioning procedure was performed. This right atrial lead remains implanted.

Manufacturer narrative:
Should additional information become available, this investigation will be updated.

Event description:
MDR filed erroneously on clinical product monitored through ide # (B)(4).